Manufacturer narrative:
A product investigation was completed: the screwdriver was analyzed for conformance to print specifications as well as the device history records were researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The investigation of the complained screwdriver shows that the tip broken off due to exceeding mechanical overloading situation during use. It is likely that extremely high force must have been applied to remove the screw, this shown the part of broken tip. The hexagonal part is twisted. Further investigation has shown that below handle on the hexagonal nut has marks of an wrench which could have triggered the occurrence. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Procedural date is unknown. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 23, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tips of two (2) screwdrivers broke off during a planned revision procedure of an unknown construct on an unknown date. Per the reporter, the breakage occurred without the addition of extra force. Fragments were generated, but easily retrieved. The procedure was completed with no surgical delay or additional medical intervention. This report is 2 of 2 for (B)(4).